Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was "diagnosed after the surgery with having atrial fibrillation (afib), that's the second time for the two surgeries for the medtronic device that I had to have". Patient reports the first time was a few weeks ago not sure when but after first "medtronic procedure". Agent unclear if pt meant trial. Pt reports the afib has come back and reports is likely due to procedure since first time was corrected with cardioversion. Patient reports "cardiologist will get me back in rhythm with cardioversion" on (B)(6). No further patient complications are anticipated or expected as a result of this event.

Event description:
Additional information was received from the patient. They reported that patient received letter from asking him a follow up question regarding his previous call. Question: was there a device/therapy issue or procedure use issue? Patient's reply: unknown. Patient said still has afib and has a scheduled appointment for cardioversion procedure on this friday. Patient again asked questions about compatibility regarding cardioversion and welding. Ps sent patient therapy guide for information about cardioversion and also provided phone for stim ts to provide to hcp. Patient asked about programming guidance, said didn't receive any training. Patient said that before implant was getting up 9-10 times at night and now patient is able to sleep for longer intervals, said slept from midnight to 5 am. Reviewed therapy information including healing time factors and expectations. Patient asked about stimulation sensation. Reviewed general programming guidance. Patient to monitor and track results. Redirected patient to contact hcp office to determine how they schedule reprogramming sessions, whether staff does programming or rely on the patient services. An email was sent to device registration.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.